Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an osteosynthesis procedure of a (B)(6) patient the surgeon found a stripped screw and it was not possible to remove it. The surgeon had to take out the upper corner of the plate to remove the screw. The surgery was prolonged about 45 minutes. No other consequences for the patient. This report is 1 of 1 for (B)(4).